Manufacturer narrative:
(B)(4)

Event description:
It was reported that "there was no leakage of medication, but the patient complained of pain during use, so the catheter was removed. When checking the catheter, a scratch was found on the proximal lumen extension line. There was no abnormality when flushing it before insertion." There was no patient harm or injury. The patient's current condition is reported as "unknown".

Event description:
It was reported that "there was no leakage of medication, but the patient complained of pain during use, so the catheter was removed. When checking the catheter, a scratch was found on the proximal lumen extension line. There was no abnormality when flushing it before insertion." There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for analysis. Signs of use were observed in the form of biological material. Microscopic examination revealed a hole in the proximal extension line. The damage aligned with damage from contact with sharps. The hole in the proximal extension line measured 34mm from the juncture hub. The proximal extension line outer diameter measured 2.17mm, which is within the specification limits of 2.13mm - 2.21mm per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.45mm, which is within the specification limits of 1.42mm - 1.50mm per the proximal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to the extension line and flushed. Water was observed leaking from the hole. Performed per IFU statement , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A manual tug test confirmed that the extension line was secure within its hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line crack was confirmed complaint through investigation of the returned sample. Visual and functional analysis revealed a hole/cut on the distal extension line. The observed damage appears consistent to contact with a sharp object and or clamp (i.e. Needle, scalpel, needle holders, etc.). Despite the leaking, the catheter met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.